Event description:
It was reported "it was reported that the user felt difficulty when inserting the dilator into the vessel. Therefore, he/she replaced it with another one from a new kit, which could be inserted without problem and completed the procedure. No injury to the patient occurred." Additional information reported "the dilator tip was deformed and bent, partly cracked". There was no medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn# (B)(4). The customer returned one dilator and lidstock for analysis. Signs of use were observed within the dilator tip. Visual and microscopic inspection of the dilator confirmed that the tip appeared damaged and deformed. The dilator body length measured 8 1/8", which is within the specification limits of 8 1/32" - 8 9/32" per dilator product drawing. The dilator outer diameter measured 0.1180", which is within the specification limits of 0.117" - 0.120" per the dilator product drawing. The dilator inner diameter at the distal tip could not be accurately measured due to the nature of the damage. The dilator was functionally tested per the product instructions for use (IFU). The IFU provided with this kit instructs the user, "use tissue dilator to enlarge tissue tract to the vein as required. Follow the angle of the guidewire slowly through the skin." A lab inventory guidewire (measured 0.85mm) was threaded through the returned dilator and was able to advance through with minimal resistance at the undamaged portions. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit warns the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding , or component damage."the report of a damaged dilator tip was confirmed through analysis of the returned sample. Visual analysis revealed that the dilator tip was damaged and deformed. A device history record review did not reveal anyrelevant findings to suggest a manufacturing issue. The root cause cannot be determined; therefore, a non-conformance was initiated to further investigate this issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "it was reported that the user felt difficulty when inserting the dilator into the vessel. Therefore, he/she replaced it with another one from a new kit, which could be inserted without problem and completed the procedure. No injury to the patient occurred." Additional information reported "the dilator tip was deformed and bent, partly cracked". There was no medical intervention required. The patient's current condition is reported as "fine".